Manufacturer narrative:
The analysis conclusion should not have been included/ reported in the initial report.

Manufacturer narrative:
An event of device in back-up mode resulting in no consequences or impact to patient which was addressed by no health consequences or impact was reported. The pacemaker is implanted/installed and was not returned. Technical services was contacted, and a remote transmission was provided to technical services. Analysis of the information provided that the message for backup vvi may have been in error, and that the clinician can consider further investigation with another device interrogation to confirm. No additional information was provided. A device history record (DHR) review was not required per investigation procedure. The root cause of the reported event was unable to be determined. Back-up event details were requested but not provided.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was observed that the pacemaker was in backup vvi. No intervention was reported. There were no reported patient consequences.